Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the r-wave on the right ventricular (rv) lead dropped. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.